Manufacturer narrative:
Batch review performed on 14 february 2020. Lot 189638: (B)(4) items manufactured and released on 19-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director. The surgeon could not drive the final stem to its appropriate position, for reasons unknown to us and not evident from the radiograph supplied. This meant a significant lengthening of the limb and required revision. Implanted devices are not responsible for this adverse event.

Event description:
The patient was revised, one week after primary surgery, since the leg was about 2cm longer. Everything was explanted, devices from another company were implanted. The surgery was completed successfully.